Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 630 mg/dl and chest pain. Reportedly, customer went to the emergency room and was subsequently hospitalized. The customer alleged that the pump was the issue; however, specific cause was not provided. Bg was treated with intravenous insulin and medication for chest pain. Reportedly, the customer left hospital on (B)(6) 2019. The customer declined to provide additional information regarding the issue; however, upon follow up indicated that the pump was functioning as intended and would continue to be used for insulin therapy.